Event description:
It was reported by the affiliate that when (1) tlc75 device was used during a pelvic pouch procedure it locked out on the third firing. The stapler was removed and a new stapler was used to complete the procedure with no consequence to the patient.